Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio further evaluated the customer's device and could not duplicate the reported issue. Physio completed other unrelated repairs and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device powered off by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.